Manufacturer narrative:
The reported event of dislodgement was not confirmed. As received, a complete lead was returned in one piece measuring 57.6 cm. The lead was returned with the helix fully extended and clogged with blood/tissue. X-ray inspection found that the inner coil was over-torqued at the connector region. Electrical, visual, and x-ray inspection found no anomalies.

Event description:
It was reported that the right ventricular lead became dislodged after an unrelated lead revision. The lead was revised and explanted to address the dislodgement. There were no patient symptoms or consequences noted.